Event description:
It was reported that prior to starting a da vinci benign hysterectomy surgical procedure, it was noted that the jaws of the prograsp forceps instrument would not open. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation could not confirm the customer reported complaint. The instrument passed a intuitive motion test on an in house system. Failure analysis investigation also found the instruments pitch cables were frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.